Manufacturer narrative:
(B)(4). Batch #unk. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unspecified general surgery procedure the device activated automatically. This generator was not used to complete the procedure, but it was unknown what was. There were no patient consequences reported.